Event description:
A malfunction occurred on the pump, as reported by the caller, but there were no notable events prior to this incident. There was no adverse impact to the customer's blood glucose level. The caller did not report nor reset the pump for this malfunction within the last 24 hours, so customer technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to report back if any malfunction codes appear again.